Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012156788); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012162443); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in a patient who had experienced a cardiac arrest one day prior, hemodynamic support was supplied via percutaneous cardiopulmonary support from the right left and I ntra-aortic balloon pump (iabp) from the left leg. Due to an inability to maintain blood pressure, the iabp was repositioned to the left elbow before the procedure. Subsequently, the valve was inserted into the patient and fully deployed without recapture. Immediately following the valve implant, ventricular fibrillation was noted. Multiple defibrillations were initiated; however, the patient alternated between ventricular tachycardia and ventricular fibrillation. The patient left the procedure with temporary pacing. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated and corrected data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in a patient who had experienced a cardiac arrest one day prior, hemodynamic support was supplied via percutaneous cardiopulmonary support from the right leg and intra-aortic balloon pump (iabp) from the left leg. Due to an inability to maintain blood pressure, the iabp was repositioned to the left elbow before the procedure. Subsequently, the valve was inserted into the patient and fully deployed without recapture. Immediately following the valve implant, ventricular fibrillation was noted. Multiple defibrillations were initiated; however, the patient alternated between ventricular tachycardia and ventricular fibrillation. The patient left the procedure with temporary pacing. No additional adverse patient effects were reported. Additional information was received that a permanent pacemaker was not implanted.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in a patient who had experienced a cardiac arrest one day prior, hemodynamic support was supplied via percutaneous cardiopulmonary support from the right leg and intra-aortic balloon pump (iabp) from the left leg. Due to an inability to maintain blood pressure, the iabp was repositioned to the left elbow before the procedure. Subsequently, the valve was inserted into the patient and fully deployed without recapture. Immediately following the valve implant, ventricular fibrillation was noted. Multiple defibrillations were initiated; however, the patient alternated between ventricular tachycardia and ventricular fibrillation. The patient left the procedure with temporary pacing. No additional adverse patient effects were reported. Additional information was received that a permanent pacemaker was not implanted. Additional information was received to report the patient's hemodynamics remained poor after the procedure. The patient subsequently died on the third post-operative day.

Manufacturer narrative:
Updated data: b2. Outcome attributed to adverse event date of death b5. A third paragraph was added. Additional codes. An annex f code was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.